Manufacturer narrative:
(B)(4)

Event description:
It was reported that during device interrogation in clinic, oversensing and rise in threshold was observed. Patient received inappropriate antitachycardia pacing therapy and the shock was aborted. Lead dislodgement was suspected. Patient was stable. Programming changes were made and the patient was booked for lead replacement. Lead was capped and replaced on (B)(6) 2016. Patients condition was fine.